Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full delivery system was returned with the device intact in the device cup. Analysis was performed and no anomalies were found. The analyst noted the deployment and deployment button both functioned appropriately. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: micra, mc1vr01-delsys / expiration date: 28-sep-2020 / serial#: (B)(4), UDI #:(B)(4). Device available for evaluation: yes. Dev rtn to MFR? Yes. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the tines extended and could not be retracted. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: see below section 'suspect device' information references the main component of the system. Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: 28-feb-2021, return date: 07-jan-2020. If information is provided in the future, a supplemental report will be issued.